Event description:
Customer reported pt had a sudden increase in inspiratory co2 values. The am monitor alarmed for high inspired co2 values. The clinician made a decision to swap out the anesthesia machine and breathing circuit. The co2 values reportedly returned to normal range. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.